Manufacturer narrative:
The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not turn on as expected when the lid opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for further evaluation. It was determined the reed switch sw5 was the root cause.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not turn on as expected when the lid opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.